Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-08-21 were unable to be reviewed, as device log data ends on 2024-08-17. Data from when the device was initialized on 2024-06-17 through when logs end on 2024-08-17 were reviewed. No evidence of device malfunction was found in the available engineering logs during the review period of 2024-06-17 through 2024-08-17. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values and appropriately triggering device and cgm glucose alerts. Without data for the reported event date, performance of the device during the event cannot be evaluated. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the reported event date, hyperglycemia cannot be confirmed, and the cause of the event cannot be determined. However, based on available information, it is likely the user did not replace their cgm sensor or enter fingerstick bgs as required by bg-run mode, resulting in the ilet suspending insulin delivery and subsequent hyperglycemia.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user was hospitalized due to dka after their dexcom g7 continuous glucose monitor (cgm) sensor failed to connect to the ilet system for several days. This led the user to stop using the ilet pump and revert to manual injections. The issue began when the cgm sensor stopped working and would not reconnect, despite troubleshooting steps. The user was admitted to the hospital on (B)(6) 2024 and treated with fluids and insulin before being released the same day. The user is currently on manual injections and has not yet resumed using the ilet. Further follow-up with dexcom for sensor replacement was advised.